Event description:
A consumer reported approximately one week following intraocular lens (iol) implant surgery he noted hazy vision at distance and near. The hazy vision became worse following discontinuation of post-surgery eye drops. He also reports seeing starbursts and double lights when driving at night only with the postoperative eye, and a changed depth perception playing golf. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).